Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the lot number was not provided. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. Reportedly, the account used a sheath less than 5f. It should be noted the prostyle IFU states: for access sites in the common femoral artery using 5f to 21f sheaths. Based on the information provided, a definitive cause for the reported device entrapment could not be determined. Factors that may contribute to a device entrapment include but are not limited to; tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. The treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. H6: device code 2017- failure to follow steps / instructions. H6: device code 1494 - indication for use.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a prostyle device after a multi-access site interventional electrophysiology procedure with a 4fr, 8fr and two 6fr sheaths. Reportedly, at the 4fr access site, the sheath could not be removed from the device leading to a small incision at the groin site to take out the 4fr sheath. A surgical cut down was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.